Manufacturer narrative:
The investigation for vascular damage has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Instructions for use: section: warnings and cautions: cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ h6 component code added 925 the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03311: in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. H.6 code 4627 and 4625 were reported incorrectly. New code was added to health effect - impact code.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 40-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported that when explanting the impella cp, unknown tissue was removed (fem intima vs thrombus, sent to pathology). Vascular surgery called in to repair.